Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited oversensing of electromagnetic interference (emi). The patient presented in clinic on (B)(6) 2020 and review of the transmission confirmed the device was oversensing, consistent with an emi source. Programming changes were made. The patient was stable before, during, and after the oversensing and reprogramming.